Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: probe not cutting, no aspiration. The surgeon reported that the 25g vitrectomy probe was not cutting and there was no aspiration. Add'l info has been requested.